Event description:
It was reported that after removing slowly the passing pin, it was noticed that the device had broken into 2 parts. All pieces were removed. A backup device as available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 2.4 x 381mm drill tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 3 inches of the distal end (drill tip) has been sheared off. Broken portion was returned and it is bent. The break area is angular in nature and shows no material voids. The remaining portion of the passing bin is also bent. As reported the surgeon had flexed the knee and as he was advancing the endobutton drill, he felt it give way and then noticed that it broke. He slowly removed the passing pin and noticed that it had broken into 2 parts. The bending of the passing pin likely caused the drill to contact the passing pin causing the breakage of the drill and passing pin.